Manufacturer narrative:
No device was returned for investigation; however, a photographic image was provided for review. Examination of the photograph found that one of the device eyelets tore completely through; the second eyelet was not displayed in the photograph. A review of the device history record, relevant to the reported lot, found that the device passed qa inspection prior to shipment. Investigation was unable to determine the root cause of the eyelet tear.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a tracheostomy tube was broken at the flange eyelet. The tracheostomy tube was initially opened for use in (B)(6) 2016. Additional information has been requested and not received. No adverse events reported at this time.